Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had poor image quality and were degraded to a point in which they were not usable. This resulted in the customer bringing in another c-arm to finish. There was no patient injury or death reported.